Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer with supplemental information provided by a health care professional in the USA of peritonitis in a patient coincident with dianeal pd4 ultrabag therapies for peritoneal dialysis (pd). Dianeal therapies were ongoing. During a call with baxter customer service, the following was reported. On (B)(6) 2012, the patient experienced and was hospitalized for peritonitis. The cause of the peritonitis was unknown. Treatment was not reported. On (B)(6) 2012, the patient was discharged from the hospital. The patient recovered from this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for the potentially associated lot numbers h11l05085 and h12a02018. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). This is report 3 of 3 involved in this peritonitis incident. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted.